Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the mainframe found that the reported fault was confirmed after 24 hours burn-in test. The unit failed common mode rejection test and annual preventative maintenance is due. Main board and patient interface board to be replaced, and annual preventative maintenance service to be performed. Analysis results of the interface were not available as of the date of this report.  A fol low-up report will be submitted when analysis is complete. Fdm:10, fdr:120 and fdc:4307 correspond to the mainframe while fdm:4118,fdr:3233 and fdc:11 correspond to the interface. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the mainframe and interface was not working on rhs. There was no patient impact.

Event description:
Additional information received mentioned that the right channel wasn¿t working properly whenever stimulus was delivered (right channel +/- response was not consistent with what the surgeon was doing during the procedure). There was no audible or visual indication that something was wrong with the monitoring device. Boot up self test completed. The stimulus was set at preset value of 1. The unit was attached to patient simulator, and passed the electrode check test. Stimulus test also passed. Stimulus was also increased but response wasn¿t consistent.

Manufacturer narrative:
H3: analysis of the interface found that the reported fault was confirmed. Device failed electrode off test b. Main board replaced. Annual preventative maintenance service to be performed. H6: additional information suggest that fdm: 4118 fdr:3233 and fdc:11 no longer apply for this event. All reported codes apply to both mainframe and interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.